Event description:
It was reported that the device gave a low pressure alarm that could not be cleared. Patient involvement is unknown.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
D4: UDI (B)(4). Device evaluation: one device received for investigation. Visual inspection performed and found the front panel bent and bottom right of case is cracked. Functional test performed and the customer reported problem verified. Cycle light is not in spec. Service history review identified there was no indication that the complaint was related to a service of the service within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1. Please direct those to the following: regulatory.responses@icumed.com.